Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported air embolism was unable to be determined. The reported myocardial infarction is likely related to the reported air embolism. The reported patient effects of embolism and myocardial infarction, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This will be filed to report an air embolism. It was reported that a patient presented with grade 4 functional mitral regurgitation (mr). During a mitraclip procedure, an air embolism occurred when the steerable guide catheter (sgc) was inserted into the left atrium. St elevation was confirmed by electrocardiogram (ECG). A subsequent coronary angiogram confirmed that the right coronary artery had been infarcted. After the angiography, the air disappeared naturally and the procedure was continued. One mitraclip was implanted and the mr was reduced to grade 1. There were no adverse patient sequelae or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.